Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was noted to be detached and inserted in a bent paper clip. No damages were observed on the delivery wire and on the introducer. Microscopic inspection was performed. Two (2) broken struts were noted on one end of the stent component. Delamination of the parylene coating was also noted. No other damages were observed. The distance between the delivery wire tip and the reference marker was measured and confirmed to be within specifications. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632761. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated since the stent must still be attached to the delivery wire and inside the introducer in order to perform a functional test; however, based on the detached condition of the stent, the issue reported regarding the stent being prematurely detached from the delivery wire was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The damaged condition of the stent was not originally reported, and the exact time of this occurrence cannot be determined as it was stated that the stent was not damaged when it became prematurely detached from the delivery wire, and it is not considered a contributing factor to the issue reported. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7632761) was impeded in the microcatheter (unspecified brand) and could not pass through. The physician retracted the stent and tried to deliver it again, but the stent was observed to be released in the introducer sheath and the stent body was prematurely detached from the delivery wire. The physician switch to a new stent to complete the procedure using the original microcatheter. There was no report of any negative patient impact. On 30-aug-2023, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). The concomitant microcatheter used was a prowler select plus (catalog / lot# unknown). A continuous flush was maintained through the microcatheter during the procedure. The stent / stent delivery system did not appear damaged when it was removed from the patient¿s anatomy. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The reported issue did not result in any delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632761. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.